Event description:
It was reported that during an unk procedure the device cut but did not staple. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.